Event description:
It was reported that during a procedure to remove the device, the header and two screws became detached from the device. The device was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. It was also noted that the connector was loose/detached.